Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted into the patient's distal common bile duct on (B)(6) 2010 as part of the (B)(4). According to the complainant, the patient had a distal biliary stricture secondary to chronic pancreatitis. This stricture had been previously treated with a sphincterotomy and plastic stent. During the (B)(6) 2010 procedure to implant the wallflex stent, the plastic stent was removed. Another sphincterotomy was not performed. The physician was able to successfully deploy the stent in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2010, the patient presented with right upper quadrant pain. The patient was treated medically. This event was resolved without residual effects. On (B)(6) 2010, the patient presented with fever and chills. Again, the patient was treated medically. This event was resolved without residual effects.

Manufacturer narrative:
Foreign source - (B)(6). Study source - (B)(4). As the complaint device remains implanted, it will not be returned for evaluation. If any further relevant information is identified, a supplemental medwatch will be filed.